Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. A month later, patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® volux¿. Approximately 8 months later, patient developed inflammatory nodule and late hard nodules related to all injections. Patient was treated with levofloxacin for 14 days and (illegible). Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00533 (abbvie complaint # (B)(4), MDR ID# 3005113652-2023-00534 (abbvie complaint # (B)(4), MDR ID# 3005113652-2023-00536 (abbvie complaint # (B)(4). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine injection.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.